Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a (B)(6) year-old female patient who had essure (batch no. 872903, 872883) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, pain in hip (right), burning micturition, depressive disorder, coccydynia, chickenpox and redness. Previously administered products included for birth control: depo-provera from 2006 to 2009. Concurrent conditions included conjunctivitis, bronchitis, cramp in lower abdomen, irregular menstruation, uterine bleeding, itching, rash, constipation, contact dermatitis, skin lesion, nausea, sexually transmitted disease, throat pain, pharyngitis, pain chest, painful respiration, pleurisy, hypokalemia, photophobia, sore throat, ear pain, streptococcal pharyngitis, feeling sick, ache, fever, swallowing painful, streptococcal tonsillitis, lower abdominal pain, kidney infection, malaise, vomited, constipation, eye injury, blurry vision, watering eyes, eye crusting, eye swelling, varicella, hot flashes, eczema, upper respiratory disorder, rib pain, flank pain, cough, musculoskeletal discomfort, appetite lost, emesis, weight loss, cervical pap smear abnormal, bloating and perineal pain. Family history included endometriosis (reports a family hx of endometriosis in mother, aunt, and sister.). Concomitant products included benzonatate (tessalon), ciprofloxacin (cipro), ibuprofen (motrin), naproxen sodium (aleve), oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol), prednisone and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/ vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/ vaginal) type"). On an unknown date, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, vaginal discharge, fatigue, cystitis, urinary tract infection, vaginal infection, back pain and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail: 3 coils are seen in right and left side. Hysteroscopy done on (B)(6) 2018 showed "incidentally the bilateral tubal ostia were seen and the essure device coils are not visualized in the tubal ostia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2012: no acute infarcts are noted. Scattered mucosal thickening in the paranasal sinuses with no air fluid levels. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, migraine, vaginal bleeding, bladder infection, back pain, pain, menorrhagia". Most recent follow-up information incorporated above includes: on 18-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines, headaches, pain, vaginal discharge, fatigue, bladder infection, urinary tract infection, vaginal infection, back pain, abdominal pain. Reporter information, medical history, concomitant drug, events onset date, events outcome, lab data were added. Event-injury was deleted device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic') in a (B)(6)-year-old female patient who had essure (batch no. 872903-inv, 872883-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, pain in hip (right), burning micturition, depressive disorder, coccydynia, chickenpox and redness. Previously administered products included for birth control: depo-provera from 2006 to 2009. Concurrent conditions included conjunctivitis, bronchitis, cramp in lower abdomen, irregular menstruation, uterine bleeding, itching, rash, constipation, contact dermatitis, skin lesion, nausea, sexually transmitted disease, throat pain, pharyngitis, pain chest, painful respiration, pleurisy, hypokalemia, photophobia, sore throat, ear pain, streptococcal pharyngitis, feeling sick, ache, fever, swallowing painful, streptococcal tonsillitis, lower abdominal pain, kidney infection, malaise, vomited, constipation, eye injury, blurry vision, watering eyes, eye crusting, eye swelling, varicella, hot flashes, eczema, upper respiratory disorder, rib pain, flank pain, cough, musculoskeletal discomfort, appetite lost, emesis, weight loss, cervical pap smear abnormal, bloating and perineal pain. Family history included endometriosis (reports a family hx of endometriosis in mother, aunt, and sister.). Concomitant products included benzonatate (tessalon), ciprofloxacin (cipro), ibuprofen (motrin), naproxen sodium (aleve), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol), prednisone and tramadol. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/ vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type:") and vaginal infection ("infection (bladder/ urinary tract/ vaginal) type:"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, vaginal discharge, fatigue, cystitis, urinary tract infection, vaginal infection, back pain and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion detail-3 coils are seen in right and left side. Hysteroscopy done on (B)(6) 2018 showed "incidentally the bilateral tubal ostia were seen and the essure device coils are not visualized in the tubal ostia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2012: no acute infarcts are noted. Scattered mucosal thickening in the paranasal sinuses with no air fluid levels. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, migraine, vaginal bleeding, bladder infection, back pain, pain, menorrhagia". Batch no: 872903 and 872883 are invalid. Most recent follow-up information incorporated above includes: on 24-jul-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.